Event description:
During a laparoscopic cholecsytectomy procedure it was reported by the affiliate that the devices were being used to ligate the cystic duct. It was reported by the affiliate that the device worked correctly at first, then the clips began to come out malformed. A new device was opened and it also had malformed clips (twisted). There was no pt consequence.